Event description:
It was reported that during an abdominal aortic aneurysm repair procedure, the staple did not form. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was returned in good visual condition and fully functional. In addition, three partially formed staples were received in a small bag. When tested for functionality, the device fired and formed the remaining staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. A batch record review was performed and no anomalies were found during the manufacturing process.